Event description:
It was reported that the pacemaker device implanted with this right ventricular (rv) lead exhibited variation in battery longevity over the past year. This may have been due to a high number of rv automatic threshold (rvat) events. Additionally, loss of capture and noise on the right ventricular channel were observed. Neither oversensing nor pacing inhibition were noted. The physician advised the noise could not be reproduced. The physician reported reprogramming device sensitivity. Technical services (ts) was consulted and provided recommendations to test lead integrity and complete x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient has canceled the last two follow up appointments, and has not been seen in the office. These products remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.